Event description:
The initial reporter received questionable elecsys hcg + beta test system results for one patient tested on a cobas 8000 e 602 module. Prior to patient testing, the customer confirmed the hcg qc results were within the acceptable range. The patient's initial hcg result from an aliquot sample tube was reported outside the laboratory. The customer performed repeat testing with the patient's primary sample tube on the same analyzer. The patient's initial hcg result was "<0.1" miu/ml. The patient's repeat hcg result was ">100" miu/ml. The customer determined the repeat result was correct. The hcg reagent lot number and expiration date were requested but not provided.

Manufacturer narrative:
The investigation is ongoing.

Manufacturer narrative:
The field service engineer checked the instrument. He verified the performance of the instrument by completing performance testing and precision testing. Based on the provided information, the investigation did not identify a product problem. The cause of the event could not be determined.